Event description:
(B)(4). Placed (B)(6) 2013, hsg (B)(6) of 2013 to confirm blockage. Uterine ablation (B)(6) 2013. Severe anxiety, weight gain, pelvic pain, chronic back pain, and x-ray confirms left one has migrated.